Event description:
Updated information: revised for pain and metallosis.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr xl acetabular system (left), reason(s) for revision: alval / soft tissue reaction. Update: added corail stem details, pid, and additional reasons for revision from scf received 26 apr 2012. Reason(s) for revision: pain, alval (fluid & paste like material), some metal around the taper (black ring). Update - updated implant date. Taken from claimsuite dated 17th october 2014.

Event description:
Asr revision: asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.